Event description:
It was reported that syringe 10ml saline xs had a damaged package where sterility was compromised. The following information was provided by the initial reporter: ""dear supplier, we have received a complaint in relation to product bd306572 lot/batch 9213635 ref. (B)(4), please see attached pictures. The customer states that: ¿damaged wrapping for nacl flush taken out of an ancil pack. The patient currently has the flush still please let us know if this needs returning.¿ please can you launch an investigation to determine why this occurred and supply an investigation report detailing your findings. If you require any further information please do not hesitate to contact me at the details below. Please acknowledge this complaint within 24 hours and provide an estimated completion date for your investigation. Thank you. ""

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9213635 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the product packaging was observed torn. It has been determined that this damage resulted from an error associated with the manufacturing facility's perforation station. The blade maintenance program for this machinery has been under review. The time frame between blade replacements has since been decreased to prevent poor perforation in the blister product packages.

Manufacturer narrative:
Initial reporter phone #: (B)(6); initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that syringe 10 ml saline xs had a damaged package where sterility was compromised. The following information was provided by the initial reporter: "dear supplier, we have received a complaint in relation to product bd306572 lot/batch 9213635 ref. (B)(4), please see attached pictures. The customer states that: ¿damaged wrapping for nacl flush taken out of an ancil pack. The patient currently has the flush still please let us know if this needs returning.¿ please can you launch an investigation to determine why this occurred and supply an investigation report detailing your findings. If you require any further information please do not hesitate to contact me at the details below. Please acknowledge this complaint within 24 hours and provide an estimated completion date for your investigation. Thank you."